Event description:
Report received of an overdelivery in biomedical testing. The pump was being tested for routine preventative maintenance, and was not involved in any adverse pt event. The customer contact states that customer contact does not test the device the way it says to do so in the manual. The customer contact reported that there was no reported adverse event while in clinical use, and no incident report was generated with the pump serial number. Though requested, there was no further info available.